Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in the emergency room on (B)(6) 2018 with a blood glucose ranging from 20 mg/dl to 50 mg/dl. The customer was at 83 m/dl at the time of admission and 264 mg/dl at the time of the call. The customer used juice and was given glucose tablets to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The pump was allegedly over delivering insulin. Troubleshooting was not completed. The insulin pump will not be returned for analysis.